Event description:
During pubovaginal sling procedure, plastic nib on the end of the device that connects the sling to the right-sided trocar broke off.

Event description:
During pubovaginal sling procedure, plastic nib on the end of the device that connects the sling to the right-sided trocar broke off.